Manufacturer narrative:
Patient device interaction problem: the cause of the patient device interaction problem was most likely patient condition related since patient had weakened myocardium after an mi which likely led to cardiac perforation during impella support.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a left ventricular rupture and expired.